Event description:
Catheter tubing noted to be separated from the port. Locking device was still on the stem of the port. A small portion of the tubing was still on the stem. End of tubing jagged. Tubing portion had to be removed in endovascular angiography suite.